Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The initial reporter is from the dialysis department in hospital ¿in the name of¿ (B)(6). A review of all batch record documents was performed for lot number h10e24064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not available for evaluation. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that a patient had a damaged transfer set during use. It was observed that the tubing near the twist clamp was broken. The patient¿s transfer set was replaced. A solution of chlorhexidine was used to quickly wipe down the sets. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: additional follow up information was received from a patient. It was reported that the patient used antiseptics alcohol-based solution for treatment of transfer set tubing at home. The patient was informed about how it is prohibited to directly expose the device to antiseptic solutions containing stress cracking agents such as hydrogen peroxide, alcohol or antiseptic agents containing alcohol. It was reported that the patient had additional training about the treatment of the tubes. From the time of this report, the patient started to use only alcohol free disinfectant for treatment of tubes. A primary cause of the cut tubing was due to use error from using an alcoholic solution. The transfer set direction sheet states the following, "do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.